Event description:
The facility reported a pump with failure code 16:310:903:0002 on channel b. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 16:310:903:0002 was confirmed, but could not be duplicated during service, therefore there were no corrections made to the device for this condition.